Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the pericardial effusion. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, vascular perforation is an inherent risk while using this device.

Event description:
During a ventricular tachycardia ablation procedure, a pericardial effusion occurred. Following the procedure, an ultrasound revealed a pericardial effusion near the lateral basal side of the left ventricle. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with the ablation catheter.